Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed whereby symptoms episodes were triggered but were not transmitted via the net and were missing with no stored electrocardiogram (egm) for the episodes on the implantable cardiac monitor. It was unknown whether the issue was due to a bluetooth communication issue but the health care provider's concern was that episodes were not stored on the device to be re-transmitted once a connection was established. There were no patient consequences.